Event description:
The customer reported the device will not test on battery while performing a preventive maintenance check. There was no report of patient involvement.

Manufacturer narrative:
(B)(4)